Manufacturer narrative:
The returned guide was examined visually under magnification. The curved slider of the guide has been sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern is a brittle fracture, indicating a single over-loading event. The guide is opened and placed over the corresponding holes of a u-clip. The speed setting and mode (compress or drill) are unknown based on the information provided. The technique warns that over-compressing the u-clip may damage the primary guide. Additional mdrs associated with this event: 3025141-2021-00077: guide 2. 3025141-2021-00078: plate.

Event description:
The primary guide broke during implantation of a rib plate. The guides were installed in compress mode per technique but when the resident drilled a couple of the holes he apparently got off axis. When the screws were then implanted, they did not line up with the slots in the posterior clip of the plate and instead created extra tension against the hook on the primary guide and the guide snapped. This happened with two guides during this surgery. There was a 15 minute delay in surgery time to locate the broken pieces in the patient.